Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was ¿damaged dso seal. Dso seal is unattached¿. The customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was an unattached dso (downstream occlusion) seal. The reported issue was resolved by replacing dso seal. Upon further inspection, found a deforming uso (upstream occlusion) seal. Replaced uso seal. Performed dso/uso sensor calibration. Internal battery failed. Replaced pwa (printed wireless assembly). Software was updated to the latest version. The device passed all functional testing after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion seal. The downstream occlusion seal was unattached. There was no patient involvement, no patient injury was reported.